Event description:
It was reported that during use air bubbles were discovered in gel thus causing erroneous results with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: air-bubbles in gel, incorrect results outside the reference values.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, 100 retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, no issues relating to bubbles in the gel were observed. Additionally, 10 retain tubes were drawn and and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9063876, medical device expiration date: 2020-09-30, device manufacture date: 2019-03-04, medical device lot #: 9063874, medical device expiration date: 2020-09-30, device manufacture date: 2019-03-04. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use air bubbles were discovered in gel thus causing erroneous results with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: air-bubbles in gel, incorrect results outside the reference values.